Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that an unspecified number of sleeves were missing the product label. The labels were found affixed in duplicate to other sleeves in other packaged cases of shipped media. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval: yes. D9. Returned to manufacturer: 12-jun-2025. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 5055129 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include sleeve attribute testing prior to release to ensure that they conform to typical levels. All sleeve attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 5055129 for these defects. Retention samples from batch 5055129 were not available for inspection. Photos and returns were available for this investigation. 3 photos were received to aid in this investigation (batch verification is not visible in the photos): ¿ two photos show a portion of a sleeve with a tear along the fin seal. ¿ one photo shows the top view of a sleeve, 3 sleeve labels are unusually plastered on top. 3 unopened sleeves from batch 5055129 were returned (2/3 in a sealed biohazard bag). 1/3 sleeves missing sleeve label (2 sleeves with one sleeve label, undamaged affixed in expected spot), 2/3 sleeves tear along fin seal (one also has tear not near a seal). This complaint can be confirmed for missing labels, excess labels and open seals. No complaint trend for this defect has been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that an unspecified number of sleeves were missing the product label. The labels were found affixed in duplicate to other sleeves in other packaged cases of shipped media. There was no health impact or consequence reported.